Event description:
The user facility reported that a piece of a bur is stuck inside the attachment. Currently we are making attempts to get additional information from the reporter.

Manufacturer narrative:
D4: UDI is unknown as the catalog/lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
Additional information: h6: the quality investigation is complete. Correction: h6 clinical signs code.

Event description:
No new information.